Manufacturer narrative:
A manufacturer representative went to the site to test the equipment, it was reported that the root cause of the issue could not be determined because the issue could not be duplicated and the log files were inconclusive. The imaging system then passed and the system checkout and was found to be fully functional.

Event description:
Medtronic received information regarding an imaging system being used in a sacroiliac and thoracolumbar procedure. It was reported that the system was making a loud noise during the rotation of the gantry. The system was also producing an error message when the noise was being heard. No impact on patient outcome.